Manufacturer narrative:
Product event summary: the device was returned and analyzed. Performance data was collected from the device was also received and analyzed. A review of the device memory indicated a false trigger of elective replacement indicator (eri). The device eri ("depleted" status) time stamp was 2013-(B)(6), prior to explant. Battery voltage and battery impedance values do not appear to meet eri criteria.

Event description:
It was reported that in (B)(6) 2013, the device battery status was good with a longevity of 3.5 years. Then during a follow up check in (B)(6) 2013, the device battery was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).